Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level ranging from 350-400 mg/dl with an unknown cause. Customer left the ER the same day. Reportedly, the customer was dry heaving and experienced diabetic ketoacidosis (dka). The customer returned to the ER and was hospitalized due to dka. Customer attempted to bring bg level down by administering multiple boluses and drinking water. While in the hospital, the customer was treated with an insulin drip, unspecified fluids, and nausea medication. The customer was discharged on (B)(6) 2019 with no permanent damage and the issue resolved. The customer was instructed to consult with the healthcare provider regarding bg level.